Event description:
Customer's meter was missing segments. A review of the system was performed over the phone. The review indicated that segments were missing but was unable to identify which segments. The customer was asked to return the meter for further evaluation and a replacement was provided. The customer was invited to call 24/7 for future questions/concerns.